Event description:
It was reported that shaft hole and break occurred. A 4.00 x 8mm synergy xd drug-eluting stent was selected for use. During attempted loading, the guidewire exited the shaft and the balloon, and the device fractured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.